Manufacturer narrative:
A ge svc rep performed an on site investigation. The batteries were replaced and cmos was reset during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with the event.